Event description:
On or about (B)(6) 2010 an ams mesh product was implanted. It was reported that the pt experienced pain, erosion, incontinence and required a surgical revision procedure. It was also reported that, as a result of having the implanted mesh the pt has suffered emotional and mental distress, has sustained. Permanent injury and has diminished quality of life.

Manufacturer narrative:
The ams device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.